Event description:
It was reported that during implant procedure, device would not connect to competitor high voltage lead. High impedance was also noted. Device was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of being unable to insert a high voltage lead into the device could not be reproduced in the laboratory. Clinical leads were used during bench testing and all leads were able to fully insert into the lead bores. All set screws were tightened and secured the leads normally.